Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Evaluation of the ECG data found that the presented heart rhythm failed to meet the device's requirements for defibrillation. Our review of the data found motion artifact present in all three, six second analysis segments and appropriately returned a "no shock advised" determination. The device worked as designed and configured and within the limitations of the technology available. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.